Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intake to raise his blood glucose level. Several hours later the same morning, the consumer's spouse found the consumer unresponsive and dialed 911 for medical intervention. When the emts arrived, they tested the consumer getting a result of 30 mg/dl on their unk blood glucose meter and when they tested on the nova meter and test strips received a result of 146 mg/dl. The difference in the readings was determined to be clinically significant. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.